Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre fixed wire balloon dilator was used in an edg procedure on (B)(6), 2010 (patient information unknown) according to the complaint, during procedure closure the physician was not able to completely deflate the balloon. The balloon was unable to be withdrawn through the scope until after it had been removed from the patient. The physician was able to complete the procedure with this device with no patient complications and the patient is fine. Additional information received on (B)(6), 2010 revealed that the difficulty deflating the balloon was a result of the alliance I handle used with the device. See manufacturer's report number 3005099803-2010-03325 for the related complaint.

Manufacturer narrative:
Investigation results the complaint device was not returned for investigation, therefore a failure analysis of the complaint device could not be completed. Based on the additional information received stating the related alliance handle cause the event, the most probable root cause for this complaint is 'caused by other device'.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre fixed wire balloon dilator was used in an edg procedure on (B)(6), 2010 (patient information unknown) according to the complaint, during procedure closure the physician was not able to completely deflate the balloon. The balloon was unable to be withdrawn through the scope until after it had been removed from the patient. The physician was able to complete the procedure with this device with no patient complications and the patient is fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Disposed.